Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient was brought to the operation room to change the impella cp for an impella 5.5 due to hemolysis. The patient is stable.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella was not returned for evaluation. However, the data logs were reviewed and revealed that the pump was started and ran without issue for about 30.5 hours, and then the pump was in improper position the rest of the case. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position.